Event description:
Reference number (B)(4). Event occurred in the united states. It was reported the patient experienced low bg on (B)(6) 2026 treated with glucose tablets. No further information available.